Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous left circumflex coronary artery. A 2.25x16mm promus element plus drug-eluting stent was selected to use for treatment. However, it was noted that the stent struts were lifted. No further patient complications were reported. It was further reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous left circumflex coronary artery. A 2.25x16mm promus element plus drug-eluting stent was selected to use for treatment. However, it was noted that the stent struts were lifted. No further patient complications were reported.